Event description:
It was reported that the implantable cardioverter defibrillator (ICD) provided brady pacing during episode with atrial flutter with rapid ventricular response (rvr) due to undersensing. Technical services (ts) analyzed device episode data and recommended reprogramming as troubleshooting. This right atrial (ra) lead was a non-boston scientific product. No adverse patient effects were reported. Currently, the ICD system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2): no device details are available. Received voluntary anonymous medwatch report, mw5149971.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.